Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x20mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion and its struts were deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified proximal stent damage. Strut 1 from the proximal end of the stent was lifted slightly. The remainder of the stent was undamaged. The crimped stent od (outer diameter) of the undamaged section was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed no issues with the hypotube. An examination of the shaft polymer extrusion identified no issues. No issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x20mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion and its struts were deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.